Manufacturer narrative:
Customer informed stryker that the unit has been repaired and returned to service.supplemental submitted with evaluation results. A visual and functional inspection was allegedly performed by an unidentified individual of (B)(6).

Event description:
It was reported via repair work order that the lifts were experiencing unintended motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the lifts were. Experiencing unintended motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.